Event description:
A malfunction alarm identified as malf 16 was reported, but there were no notable events prior to the malfunction. The customer declined to provide information regarding any potential impact on blood glucose levels. Technical support assisted the customer with resetting the pump, but the malfunction recurred, prompting the decision to replace the pump. The customer used a backup therapy of multiple daily injections (mdi) to ensure continued insulin delivery and was instructed on the procedures for returning the defective pump.